Event description:
The manufacturing representative reported a surgical procedure which after the implantable neurostimulator (ins) was replaced the impedances were high. The patient had the battery replaced in (B)(6) and since that time the stimulation had not worked. There was a revision on thursday after report to investigate the reason for high impedance. The manufacturing representative reported that the patient was not getting good therapy and the doctor thought that the lead or extension was the problem. Prior to the revision the lead was tested and was showing greater than 10,000 ohms on contacts 12-15. The manufacturing representative indicated that a 1x4 lead configuration was chosen. The lead numbering was not correct. The manufacturing representative stated that they would switch to contacts 8-11. During the revision procedure the doctor had difficulty/unable to connect the components. During the revision it was discovered that the patient was implanted with a lead from another manufacturer that was not compatible with the device. It was not clear exactly how it was connected. The leads were switched out with compatible leads and the patient was receiving adequate therapy. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.